Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013, due to disassociation of the humeral bearing as a result of grinding against the inferior glenoid/scapula. The humeral bearing, humeral tray, glenosphere and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05629 / 05630).